Event description:
The customer alleged twenty-four (24) erroneous patient results consisting of sodium (na), potassium (k), chloride (cl), calcium (ca), and glucose (glum) were obtained involving unicel dxc 600 synchron system. The customer indicated not all patient results were affected for each test. The incident occurred in the afternoon and previous results were verified back to midnight. Twenty (20) patient results were released out of the laboratory and questioned by the emergency room physician. All twenty (20) amended reports were issued. The customer indicated the original calibration and quality control (qc) were within specifications but failed after the incident. An attempt to calibrate the electrolytes and glucose were made; glucose calibration failed. The module disabled itself due to a reagent level too high in cup system error. The customer noted the involved patient samples were normal in appearance. The customer stated one patient sample produced an erroneous sodium (na) result of 132 mmol/l and amended to 138 mmol/l. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the probe had gel on the outside. The fse replaced the probe and completed calibration and tested samples. The customer indicated issues with electrolytes persisted and system maintenance was current. The fse returned to service the instrument on (B)(4) 2012 and cleaned the flowcell of excessive buildup at the bottom near the chloride (cl) electrode port. The fse replaced the sodium (na) electrodes and chloride (cl) tip, primed several times, and received three acceptable ise calibrations. Low and high precision also passed ise procedure. The fse performed five (5) repetitions low and five (5) repetitions high quality control (qc) material on each instrument, with comparable results. The instrument conformed to the manufacturer's published performance specifications. The customer normally uses 7 ml, 13x100 serum tubes. All patient samples were fresh. The customer uses a stat-spin centrifuge at 14,000 rpm (revolutions per minute) for 7 minutes.